Manufacturer narrative:
Testing and investigation found that the device did not sound an audible alarm tone while on the high and low volume settings. This was due to the piezo assembly.

Event description:
During testing at the user facility, the device did not sound an audible alarm tone during an alarm condition. It was reported that when a proximal occlusion was induced on the primary line, the device display indicated a proximal occlusion, but there was no alarm tone. There wereno reports of any adverse events while the device was in clinical use. Though requested, no add'l info was provided.